Event description:
Info received indicates the head section will go down immediately after it is raised.

Manufacturer narrative:
The technician found a sticky substance on the CPR lever causing it to stick. The technician cleaned and lubricated the CPR lever to repair the stretcher.